Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Following implant, it was documented that the patient was bleeding from their orogastric tube. Systemic heparin was halted in response to the bleed and the family decided to continue with supportive care. Roughly seven hours into support, the decision was eventually made to withdraw care and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported vascular damage - peripheral vessel and low pump flow issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.